Event description:
In 2002, pt underwent a brainstem MRI on the hitachi altaire high-field performance open MRI machine. Pt was given a set of headphones to listen to a cd while being scanned. The noise level was intolerable even with the headphones. The scan lasted approx one hour. Pt left the MRI facility with severe fullness in right ear and bilat. Tinnitus. The fullness has improved but the tinnitus is permanent.